Event description:
Customer reported the buttons on her insulin pump are not working. Customer's blood glucose was unknown. She said she was changing her clothes and the device alerted check blood glucose. When she tried pushing a button, the keys would not move. Customer replaced the battery and the device alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted.